Manufacturer narrative:
This follow-up submission is to correct the initial submission for the patient identifier which showed as (B)(6) but should have been (B)(6).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopy the tip of the device broke off. The broken piece was completely retrieved and nothing will remain inside the patient. The surgery was completed successfully with a new device of the same part number. It was not necessary to change the surgical technique or perform a second surgery. The customer reported this incident to (B)(6), reference: (B)(4). Update 10-may-2019: the surgery time has been delayed for about an hour due to the incident. Instead of the normal arthroscopy access, the patient now has two slightly larger accesses in the front area of the shoulder. Due to the prolonged anaesthesia, the patient suffered compression of the nerve tracts leading to the leg. This leads to temporary dysfunction and "deafness" in the leg.